Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received. Upon return of the product a supplemental report will be submitted with the evaluation findings. The device service history record review has not been completed. When the results are available a supplemental report will be submitted.

Event description:
It was reported that during patient monitoring the hemosphere monitor display screen froze on the patient parameter values screen. This occurred when the rn was disconnecting the catheter from the cable and then the screen froze. The clinicians tried to resolve the issue by turning off the monitor and turning back on, but it was unsuccessful. They tried to reset the system, but it still did not resolve the issue. There was no inappropriate patient treatment administered. There was no patient harm or injury. Patient demographic information was not provided by the facility.

Manufacturer narrative:
One hemosphere monitor (hem1) was received for product evaluation. The hem1 monitor was unable to be powered on. The led light was an amber color and not appropriately green. The light flashes off and on when pressed. An internal inspection found that the front shield insulator component was free floating and was causing the power on/off issues. The insulator was adjusted to its proper place and the unit was then able to power on successfully. The q1 power transistor switch reads as normal. The r10 and c57 backplane components check out normally. There was no damage found. The co and sv02 patient parameter values were then within proper limits. The root cause was determined to be an unseated front shield insulator. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported event was confirmed by evaluation. With any hemodynamic monitoring readings can change quickly and dramatically. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. There was no patient compromise as a result of the system freezing during a patient monitoring session. Based on the available information no further action is required at this time however, complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. The UDI number is (B)(4).